Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture, had critical pump error, scratches on the screen and then it turned off completely. Customer's blood glucose value was 160 mg/dl. The customer was assisted with troubleshooting. Customer reports there was fluid in the battery compartment. Customer states o ring was in place. Customer states battery cap was damaged. Customer states the home screen did not appear on the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was also received with the serial number label faded and minor scratched lcd window. The insulin pump was received without the original battery cap. Unable to verify battery cap damage.